Manufacturer narrative:
The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken solder connection in the pulse wire pulse wire in the cable connecting the distribution node "dn" and the rear therapy electrode. The root cause for the damaged wire could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A distributor reported ecgs non-functional.